Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room due to the implantable cardioverter defibrillator vibratory alert. The device exhibited capacitor charge time limit reached alert. No intervention was performed and the patient was discharged. No further information was available.